Manufacturer narrative:
Ni

Event description:
Report received indicated that during a percutaneous transluminal angioplasty (pta) to the left superficial femoral artery (sfa), the tip of the stent prematurely deployed during advancement of the stent delivery system (sds). A contralateral approach was made to reach the lesion. The vessel had severe calcification, moderate tortuosity and 75% stenosis. The stent delivery system (sds) was advanced towards the lesion through the sheath introducer (si); however, resistance was encountered and the tip of the stent was exposed outside its delivery sheath resulting in partial-premature stent deployment. Therefore, the sds with stent was withdrawn out of the patient's body and replaced by another stent to end procedure. There was no adverse consequence to the patient. This product has been returned for evaluation and testing; however, the failure analysis report is not yet completed. Additional information will be sent within 30 days upon receipt.